Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episodes of noise oversensing were observed on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) system. The oversensing led to inappropriate anti-tachycardia pacing (atp) delivery. Testing was performed but the noise could not be recreated with isometric movements. A chest x-ray was performed. No lead damage was observed but full insertion of the lead could not be verified. This rv lead and the ICD remain in service at this time. No adverse patient effects were reported. Additional information was received that indicated a revision procedure was performed and this patient was upgraded to an subcutaneous implantable cardioverter defibrillator (s-ICD) system. During the revision a tug test was performed and full lead insertion was confirmed. This rv lead was surgically abandoned and the ICD was explanted and discarded. The physician suspected a lead fracture. No additional adverse patient effects were reported.